Event description:
Co is experiencing a number of pt eye injuries as a result of their micro keratome device. Several lawsuits have been filed against co's dists also for pt injuries as a direct result of surgical universal keratome. The sole proprietor is attempting to cover these facts from the FDA. Rptr doesn't want any more pts to be harmed.